Event description:
Svc lead impedance warning on (B)(6) 2020. Current svc impedance at 176 ohms. Note statingknown high svc impedance(B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).